Event description:
The catheter became dislodged. It was noted that the patient did a lot a stretches and swimming and was "cognizant of the catheter," but it pulled out. It was noted the patient experienced withdrawals, that her health care provider at the time thought she had the flu. During a refill appointment, the patient "insisted" that an xray be done, it confirmed the catheter was out. Revision was scheduled for early the next week, "they slapped a bunch of fentanyl patches on" the patient after she was out of withdrawals and she was "so sick, just off, feeling kind of whooped." It was then noted that the night before surgery the patient was instructed to remove the patches which caused her to "go through withdrawals again." And then during surgery she was "hooked the fentanyl," and the patient was "ping-ponged." The patient "went into shock after surgery." It was then noted that after surgery the patient had a seizure, "flopping around" "literally not in control of her body," the seizure duration was not reported. It was then noted that the patient "couldn't talk," "had a voice but it was very slurred" and the patient "couldn't get her words out," but that she "made the decision" she "couldn't take the pain anymore and was just going to have to give up," the patient "couldn't take it anymore and the lights went out." It was then noted that the patient "kicked the bucket," had "no breathing, no heart beat," was "pretty dead" for three or four minutes. It was then noted that the patient had "ptsd," when she has a "bad day, I replay that damn scenario." The device system was used to infuse morphine and bupivacaine. Unable to follow-up with contact information provided, no additional information was obtained

Manufacturer narrative:
Concomitant medical products: catheter: model 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007. (B)(4). "Couldn't get my words out" "I couldn't talk" "I had a voice, but it was very slurred."

Event description:
The patient¿s healthcare provider reported that the patient¿s intrathecal pump was replaced in 2005 ¿after it became dislodged¿. Information reasonably suggested this was regarding the patient's catheter as reported below. The patient was noted to have had two years of excellent relief of pain until recently when she lost relief and it appeared that her intrathecal catheter had migrated out of the intrathecal space. On (B)(6) 2004, the patient¿s catheter appeared to be curled in the subcutaneous soft tissues, and their healthcare provider noted ¿they saw no component of a catheter in the thecal sac.¿ the patient¿s physician reported that as of (B)(6) 2004, a procedure to replace the intrathecal catheter was performed. The patient¿s intrathecal catheter had migrated out and she had been in a state of drug withdrawal. The patient was admitted to replace the catheter and reprogram the pump. The catheter was seen to be coiled into the subcuticular space. The catheter was removed and replaced. The system was programmed to fill only the dead space in the catheter and then begin infusion of the drug on a daily basis at one-half of the patient¿s original dose at 750 mcg per 24 hours. The patient had an episode probably related to anesthetic in which she had decreased brea thing for a short period of time. The patient was given some narcan and it was decided to admit her for observation. Following the narcan, the patient developed periods of nausea and vomiting, probably mild acute withdrawal syndrome precipitated by the narcan. The patient was subsequently programmed slowly upward on the pump and at the time of discharge she had resolved the mild withdrawal syndrome and was maintaining on 600 mcg per day of intrathecal fentanyl. The patient was being discharged home for further management of the pump on an outpatient basis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump implant and explant dates have been updated. Product ID 8731, serial # (B)(4) implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type catheter (B)(4).

Event description:
It was later reported that the pump was replaced due to end of service life. Per the manufacturer¿s device registry, the pump was not explanted at the time of the event, so it was unclear if the pump was explanted at the time of the report. The patient¿s healthcare provider reported that the catheter was not dislodged and the patient was not in withdrawal; that the patient did not go into delirium tremens during the procedure; that the patient ¿did not code during the procedure¿; that the event was related to the anesthesia. The patient¿s outcome was noted as favorable with no sequela.

Manufacturer narrative:
Report filed to modify the model/serial of the alleged catheter. The information provided referred to different explant dates as well. Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2002, explanted: in 2004 or 2005 product type catheter.